Event description:
Customer reported a leak in the smartsite valve during a power injector infusion. The CT tech flushed the valve with 5-10 ml saline prior to connecting the power injector. After the infusion was started, a leak was noticed, either because the valve disconnected from the IV catheter or at the connection between the smartsite/IV catheter connection. No pt harm or medical intervention occurred. Although requested, no specific pt or event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.